Event description:
Patient presented to the clinic after falling. It was noted that the rv pacing lead impedance was high. After running measurements with the psa, it was determined that there was an issue with the distal coil. Hence, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.